Event description:
Attempting to deploy a stent in a right coronary artery guiding catheter disengaged from ostium of rca pulling stent & guide out. Everything was removed from pt. The stent was not mounted on the balloon upon removal. Cardiologist felt there was distal enbolization. Pt remained stable-no change in vital signs. Pt remained stable throughout procedure.